Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case, lower case side bail covers and ring cover were broken, that the battery release and battery drawer were both sticky, that the lead flex cover and keyboard were contaminated and that one side bail and the ring were missing. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
(B)(4).